Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a051104 captures the reportable event of jaws failure to close. Device code a150208 captures the reportable event of forceps stuck inside the patient. Patient code e0750 captures the reportable event that the patient was intubated. Impact code f0801 captures the reportable event of patient admitted to the ICU. Impact code f23 captures the reportable event that the patient required mechanical ventilator.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used in the lungs during a bronchoscopy procedure performed on an unknown date. During procedure, the jaws of the radial jaw 4 would no longer close on the fifth removal of specimen for biopsy. As it was risky to remove the forceps, the patient was intubated to await the arrival of the thoracic surgeon for conduct. The patient required mechanical ventilation and was admitted to the intensive care unit (ICU).